Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several air alarms were found during device log review but those data's are insufficient to confirm the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Tests were carried out and test 14 related to air sensor functionality did not pass. The reported event was reproduced. Air sensor was replaced and sent back to brézins for further investigation. Visual inspection found some rust-coloring on the ceramics of the sensor. The part was mounted on a test bench for cross-testing and several tests were carried out including air bubble detection. Values were found out of tolerance and unstable which could explain the constant triggering of air alarm. The reported event was reproduced and was due to a drift in the value of the air detector, most likely due to a weakness of the components or a degradation of the bonding of the ceramics. A CAPA is addressing this issue and corrective action have been implemented since the manufacturing of the reported device. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Air bubble alarm (defective air sensor).